Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope air/water cylinder and tube have foreign objects, scope connector is dirty, scope communication error (error code e216) occurred and image was noise. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the identified failures; air/water cylinder and tube have foreign objects and scope connector is dirty is known inherent risk of device, which indicates that the reported adverse event is known and documented in the labeling and all reasonable mitigation steps have been taken including both short or long term known complications or adverse reactions. The most probable cause of the identified failures; scope communication error code e216 occurred and image was noise is traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.